Manufacturer narrative:
Breakdown of 3 events: damaged / broken ¿ 1, cosmetic issues, stuck in cartridge - 2. Serial numbers of suspect products: (B)(4). Site address: for the sn starting with (B)(4) the manufacturing site address is as follows: (B)(4). 1 investigation was completed, and 2 investigations are pending from this period. No product was returned for the investigation that was completed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The event was related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional information: there are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6) lens cut, (B)(6) damaged / broken, haptic detached, stuck in cartridge. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.